Event description:
It was reported a continuous glucose monitor (cgm) error. There was no reported adverse impact to the customer¿s blood glucose level. Customer was guided through a pump reset process by technical support, which resolved the issue, allowing the sensor session to start successfully without repeating the error.